Event description:
During the procedure, it was reported that the front end of the guidewire (subject device) sheared off. So the guidewire was removed with the microcatheter. No clinical consequences reported to the patient.

Manufacturer narrative:
Expiration date: added. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire was fractured at the distal end. In addition, the guidewire was kinked and the ptfe (polytetrafluoroethylene) coating was scrapped off. Functional testing could not be performed due to the condition of the returned device. Information provided in the complaint indicated that the guidewire was confirmed to be in good condition prior to use, the guidewire was prepared per the dfu (direction for use), continuous flush was maintained throughout the procedure and the anatomy of the patient was considered to be moderately to severely tortuous. Based on the information currently available and the device inspection, a cause of 'procedural factors' was assigned to the reported event and the analyzed guidewire kinked and broken. As the issue is associated with a product that meets the design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the device performance was limited. The analyzed guidewire ptfe coating peeling was likely due to improper technique used during the torquing process. However, since the torque device was not returned for further analysis, the exact cause of the ptfe peeling cannot be determined.

Event description:
During the procedure, it was reported that the front end of the guidewire (subject device) sheared off. So the guidewire was removed with the microcatheter. No clinical consequences reported to the patient.